Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: broken. Visual inspection: upon visual inspection, it was observed that the flexible screwdriver was broken at the linkage between the fixed, metal shaft articulating with the handle of the screwdriver and the most proximal shaft section. Surface wear was noted along the distal tip of the screwdriver consistent with the usage of the device. Very little surface wear was noted on the portion of the screwdriver shaft consisting of linked sections. The received condition was determined to agree with the complaint description. No definitive root cause could be determined as of yet. Dimensional inspection: due to post-manufacturing damage, dimensional inspection could not be conducted. Document/specification review: during the document/specification review the following drawings, reflecting the current and manufactured revision, were reviewed. Flexible screwdriver hex5, cannulated: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Investigation conclusion: the 5mm hex flexible screwdriver was observed to the broken, and as such, the complaint is confirmed. No new product design issues or manufacturing discrepancies were identified during this investigation. Based upon the investigation findings, no additional corrective and/or preventative action is proposed as the complaint condition was deduced to be due to packaging distribution. Device history lot: part: 03.037.028. Lot: 9538378. Manufacturing site: haegendorf. Release to warehouse date: 25.sep.2015. The device history record shows this lot of 47 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Alert date updated to 11/17/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
01/10/2019: modified event description (adding the lag screw as concomitant device): device report from synthes reports an event in canada as follows: it was reported that during a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2018, the flexible screwdriver used to tighten the locking mechanism in the nail snapped into two (2) big pieces. The screwdriver broke as tightening the locking mechanism was being completed and as the surgeon went back of the locking mechanism so that the lag screw would slide. All pieces were easily removed. The outcome of the surgery was good and the procedure was completed successfully with no delay. Concomitant device: tfna nail (part # unknown, lot # unknown, quantity 1), unknown lag screw (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.037.028; lot: 9538378; manufacturing site: haegendorf; release to warehouse date: september 25, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device evaluation: broken. Visual inspection: upon visual inspection, it was observed that the flexible screwdriver was broken at the linkage between the fixed, metal shaft articulating with the handle of the screwdriver and the most proximal shaft section. Surface wear was noted along the distal tip of the screwdriver consistent with the usage of the device. Very little surface wear was noted on the portion of the screwdriver shaft consisting of linked sections. The received condition was determined to agree with the complaint description. No definitive root cause could be determined as of yet. Dimensional inspection: due to post-manufacturing damage, dimensional inspection could not be conducted. Document/specification review: during the document/specification review the following drawings, reflecting the current and manufactured revision, were reviewed. Flexible screwdriver hex5, cannulated. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Investigation conclusion: the 5mm hex flexible screwdriver was observed to the broken, and as such, the complaint is confirmed. No new product design issues or manufacturing discrepancies were identified during this investigation. Based upon the investigation findings, no additional corrective and/or preventative action is proposed as the complaint condition was deduced to be due to packaging distribution. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2018, the flexible screwdriver used to tighten the locking mechanism in the nail snapped into two (2) big pieces. The screwdriver broke as tightening of the locking mechanism was being completed as the surgeon was cking off the locking mechanism so that the lag screw would slide. All pieces were easily removed. Surgery was completed successfully with no delay. Concomitant medical product: tfna nail (part unknown, lot unknown, quantity 1). This report is for one (1) flexible screwdriver. This is report 1 of 1 for (B)(4).